Event description:
It was reported that there was a discrepancy noted when comparing the r wave measurement on paper against the r wave measurement from the device. Further testing will be performed at the next follow up visit. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.